Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Event description:
This event involved a patient who experienced a high power event approximately six months post heartware lvad implantation. The vad coordinator reported that the patient had developed a suspected acute pump thrombus. The site reported that the event was treated with a pump exchange. Details of any other initial treatments or of the patient¿s status after surgery were not provided.